Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that they are experiencing the same symptoms they had prior to implant of the implantable pulse generator (ipg). The ipg was reprogrammed and remains in use. No further patient complications have been reported as a result of this event.